Manufacturer narrative:
H6; the reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. H3 other text : device discarded by customer.

Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported that all fragments of the drill bit were successfully removed during the procedure. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed with alternative equipment.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported that all fragments of the drill bit were successfully removed during the procedure. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed with alternative equipment.